Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level was 576 mg/dl. Customer treated their high blood glucose via manual shot. Troubleshooting for the no delivery was performed. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer received no delivery alarm twice during manual prime. Customer was advised to change the reservoir and infusion set as soon as possible. Customer advised they would call back in order to give the information for the device.